Manufacturer narrative:
(B)(4). D10: pn: cp561286 ln 883640 9mm short cps anchor plug. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to femur fracture. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.